Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 12.89 mmol/l. The sample was repeated twice, resulting with values of 6.94 mmol/l and 7.00 mmol/l. The glucose reagent lot number was 39105101, with an expiration date of 30-apr-2020.